Manufacturer narrative:
To date, information suggests that this lv lead was re-positioned and remains actively in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead did exhibit loss of capture that resulted in surgical intervention to mitigate. There were no reported adverse patient effects beyond the early surgical intervention that occurred.